Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: 350cc mentor memorygel breast implant, catalog #3507350bc, lot #6402882. (B)(4).

Event description:
On (B)(6) 2018, 350cc mentor memorygel breast implants were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of these devices could be characteristic of an event where a patient required medical device removal. In one device, the initial visual inspection appeared to reveal that the device was ruptured. As a result, these events will be conservatively reported to FDA. (See 1645337-2018-02360 for report on contralateral prosthesis).

Manufacturer narrative:
On 05/15/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device was received with clear gel. Device was received severely rented; no other anomalies were observed. Manufacturer¿s reference number: (B)(4).